Event description:
During a shoulder arthroscopy, it was reported that when the shaver blade that was used for case was activated it was leaving silver flakes on the surrounding tissue. Surgeon noticed this and immediately requested a new shaver blade and used irrigation and suction to clear the flakes out of the shoulder.

Manufacturer narrative:
The returned blade assembly was evaluated for shedding (seizing, broken, non-operative). The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. However it was observed that there was a significant degree of galling at the inner blade radius transition. This splay is typically caused by the stresses induced in the blade tip, during forming, and released once the edgeform is cut into the tip. The splay caused a reduction in the gap between the inner and outer blade tips resulting in friction and galling of the material, leading to shedding (seizing, broken, non-operative) additionally, steps at the assembly process have been initiated to screen for blade friction prior to packaging. The root cause reported for this event was the design, fit. A review of the device history records was performed which confirmed no inconsistencies. (B)(4).